Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Device received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported for the past 2 days no matter what he eats his blood glucose has been around 42mg/dl or 56mg/dl. Patient's blood glucose at time of incident was 304mg/dl. Patient's current blood glucose was 163mg/dl. Customer does not want to troubleshoot for high blood glucose. Customer stated he took the pump off because of low event and stated he treated low therefore his blood glucose went up because of food intake and being off the pump. The insulin pump will be returned for analysis.